Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system), system interface and rtos (real time operating system) boards were evaluated and replaced. The system software, calibration and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.